Event description:
Pt was revised to address poly wear and osteolysis. It was reported that the locking mechanism on the tibial insert had broken due to posterior wear; the posterior corner of the insert was worn, and the femur was rubbing on the tibial tray.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported event without the products to examine; however, polyethylene wear after approx 18-20 years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.